Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results for two patients on an architect c16000 analyzer. The customer changed the 1 ml syringe and repeated two patient samples, and the following data was provided (customer¿s reference range is 136-145 mmol/l): patient 2 initial result was 138 mmol/l, result after changing the syringe was 119 mmol/l. Patient 3 initial result was 160, repeat with 1:10 dilution was 163 mmol/l, result after changing the syringe was 136 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased sodium results on the architect c16000 processing module, serial number (B)(6), included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. The customer replaced the ict probe, list number 09d63-04, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.